Event description:
It was reported that the device delivery rate was too low. There was no patient involvement.

Manufacturer narrative:
E1: initial reporter phone: (B)(6). One device was returned for evaluation. Visual inspection revealed no physical damage. No problems were found in the event history log. Functional testing was able to replicate the reported issue; the pump was found to be under-delivering. The root cause was determined to be the expulsor. The expulsor was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.